Event description:
It was reported that the patients implantable pulse generator (ipg) would no longer hold a charge and would not power up. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in early april 2024.